Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. A little dust was over the fiber optics connection. The fse cleaned the fiber optics and tested, it is ok. No parts replaced, unit cleared for clinical use.

Event description:
It was reported that during a routine check, the client requested adjustment and cleaning of fiber optic module of the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) adjustment and cleaning of fiber optic module. There was no patient involvement.